Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was 205 mg/dl at the time of the incident. Customer was assisted with troubleshoot and insulin pump had unexpected restart alarm again. The insulin pump will not be returned for analysis.